Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 23mm trifecta gt (tfgt) valve was implanted. An intraoperative echo revealed a grade ii paravalvular leak (pvl) which required the patient to be placed back on bypass to place additional sutures to correct the pvl. According to the physician, the valve holder's position relative to the sewing cuff prevented him from using his preferred suture technique (running sutures) due to the space required for this suture technique. As a result, the physician had to modify the suture placement on the sewing cuff, add two sutures and suspected the pvl was a consequence of the modified suturing technique.